Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The physician attempted to place a taxus express2 2.75 x 12 mm drug eluting stent to the 90% stenosed lesion located in the severely tortuous and calcified, distal left circumflex (lcx) artery, but was unable to cross the lesion. Upon removal of the stent delivery system (sds) it was noted that the stent had moved on the balloon. The lesion was then pre-dilated, unk type and size balloon, and another taxus stent was implanted successfully. No pt injuries or complications were reported. Pt status post procedure is noted as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performances specs. The most probable root cause is determined to be operational context due to the likelihood that the pt anatomy or other procedural factors contributed to the reported difficulty.